Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a patient during which another manufacturer stent graft was implanted. It was reported that six heli-fx endoanchors were implanted in the distal seal in the standard manner. During loading of the seventh anchor, the applier did not pick up an anchor from the cassette. The applier was cycled forward by pressing the forward button twice. The seventh anchor was then loaded successfully on the second attempt. During placement of the seventh anchor, the applier was withdrawn and the anchor appeared to remain in the distal curve of the guide catheter. Per the physician there were no issues with the heli-fx guide catheter and the event was related to the heli-fx applier. The physician attempted to aspirate from the side arm of the guide catheter; however, the anchor remained in the distal tip of the guide catheter. The physician attempted to withdraw the guide into the existing 18f sheath. The heli-fx endoanchor was displaced and appeared to lodge in another manufacturer¿s supra-renal stent in the approximate location of the left renal artery. An attempt to retrieve the anchor was made using a myocardial biopsy instrument, however unsuccessfully. A hand injection of the sheath was done to assess the location of the renal artery and the heli-fx aptus endoanchor appeared to migrate distal into the left renal artery. The heli-fx endoanchor continued to migrate to a smaller branch of the left renal artery until it 'lodged' in a terminal branch of like diameter. No further intervention was performed or was planned at the time of the incident. It was reported that the physician does not believe the guide may have caused or contributed to the event. The seventh enodoanchor was deployed and upon removal was found to be not engaged with the aortic wall resulting in misdeployment. It was reported that 2 days post procedure due to retrograde type a dissection and complications from the resulting hemi-arch replacement surgery. The physician stated that the cause was unrelated to the endoanchors, the dissection was observed by the CT surgeons to originate in the apex of the arch and was likely a result of "wire manipulation".

Manufacturer narrative:
Device evaluation summary: the device was returned within an endovascular return kit. The associated cassette was also returned. Upon inspection of applier, no abnormalities were observed (no endoanchor within tip). The device was unremarkable. The guide (non-compliant) was also returned. The applier handle was opened and no fluid or blood was observed. No corrosion was observed on the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was fully attached within the device. The device was restarted in manufacturing mode and the device was operated at different modes and shown to operate as intended. An endoanchor was loaded into the tip and deployed into silicone without issue. The complaint could not be confirmed as the misdeployment occurred in-vivo and could not be replicated during device analysis.the device was restarted in manufacturing mode and the device was operated at different modes and shown to operate as intended. Based on historical analysis of misdeployment endoanchor complaints, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have contributed to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the cause of the endoanchor implant difficulties and anchor dislodgement could not be determined from the limited films provided. Additional films at implant including images during implant of the anchor were not seen in the films provided and post-implant CT¿s were not available. Two still angiograms during implant revealed a single endoanchor was seen positioned just above the bifurcate proximal fabric along the left side near the orifice of the left renal artery. The second ¿zoomed-out¿ angiogram showed that 4 or 5 endoanchors had been implanted into the distal portion of the cook device/thoracic aorta, and the previously seen anchor near the left renal appeared to have ¿floated¿ distally into the distal portion of the left renal artery. The left renal was patent and the anchor appeared intact. Pending analysis of the returned device which will be covered in a separate report. Per the physician¿s assessment, the cause of the type a dissection and complications from the resulting hemi-arch replacement surgery, leading to the patient¿s death, was unlikely related to the endoanchor issue may have been due to wire manipulation. If information is provided in the future, a supplemental report will be issued.